Event description:
Healthcare professional (hp) reported that a repeat apheresis donor experienced an acd reaction. The healthcare professional alleges that the donor did not indicate experiencing any tingling. The donor experienced convulsions 36 minutes into the apheresis procedure, and then procedure was stopped. The donor was taken to the emergency room. It was not known by the reporting hcp if the donor received any treatment at the emergency room. A follow up call to the donor by the collection facility staff revealed that the donor was diagnosed with a urinary tract infection. Donor did recover.